Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no patient complications were reported with the procedure. The patient has attended several follow up appointments, with the most recent examination in (B)(6) 2012 (exact date not provided). No patient complaints were reported during any of the follow up appointments. All other information is unknown and unavailable.